Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided two photos for evaluation. The first photo displayed a catheter body separated adjacent to the box clamp sutured to the patient. The second photo displayed the separated catheter. Full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a separated catheter was confirmed by visual inspection of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found separated during patient use. No patient harm was reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was found separated during patient use. No patient harm was reported. No report of a required medical intervention. The patient's condition is reported as fine.